Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to an anterior subcapsular cataract (asc) was observed. Phaco-emulsification (cataract) surgery was performed and an iol was implanted. The problem was resolved. The cause of the event was unknown.